Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies were found.

Event description:
It was reported there was no sensing or pacing. The device was explanted and replaced. No patient complications have been reported as a result of this event. The patient outcome was noted as 'ok'.